Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency and urge incontinence. It was reported that the patient stated that she has a pain in her rectum. Patient mentioned painful stimulation in her rectum. Patient stated this feeling feels like a turd and something is going to come out. However, patient stated this is comfortable. Additional information was received from the patient on (B)(6) 2021. They reported that they were concerned by how little they were going. The patient stated that they ¿had a feeling yesterday¿ that they ¿had to poop, but it was more in the rectal area.¿ the patient stated that now they did not feel it in the bladder or the rectum, now they were not feeling it at all. When support link advised that the stimulation should never be painful, the patient stated ¿well along the lips of my vagina, but that could be because the diaper is rubbing.¿